Manufacturer narrative:
The history log showed the pad-pak was first installed successfully on (B)(6) 2014 and the device performed to specification up to (B)(6) 2015. No weekly self-tests are recorded after (B)(6) 2015, this may indicate the pad-pak had been removed or a fault had occurred. The device records one failed self-test on (B)(6) 2015. Some data recorded during this power up is non-sensical. The returned pad-pak was installed and the led's all initially illuminated. No further activity was seen from the device. Upon visual inspection the returned pad-pak locator pin on the battery terminal contacts side had bent. This could have caused the pad-pak to make little or no contact with the device pogo-pins. The damaged locator pin was removed. The returned pad-pak was reinstalled and the device passed a self-test. The sam 350p device was tested on calibrated equipment and delivered test therapy sequence without fault. An acceptable measurement was recorded for the test shock. Investigation indicates the reported fault can be attributed to damage to the pad-pak locator pin. Damage to the locator pin on the pad-pak caused the battery terminal contacts to make insufficient or no connection with the battery terminal pogo pins. This resulted in the device failing to power on.

Event description:
There was no patient involved in this event. The pad unit will not power up using known working pad-pak (lot a1876).